Event description:
Information received from the field notes that during a routine follow-up, segms showed episodes of myopotential oversensing and inhibition. The patient reported feeling lightheaded and dizzy when reaching high with her arm. The patient had no underlying rhythm. The device was programmed to voo to avoid inhibition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative